Manufacturer narrative:
(B)(4). The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a storz bipolar resection loop sparked strong during cut. The cords preheat and stop working before 50 sterilizations, (usually before 10 sterilizations) and sometimes won't work in cut or coag mode. Initial evaluation of the incident device found the connector housing is melted and failed hipot.

Manufacturer narrative:
(B)(4). Date of follow-up report : 5/4/2016. The device was received and the investigation found the connector to be melted. The arcing/sparking failures observed on this product were probably due to poor contact-to-contact impedance. The root cause for the failure cannot be determined.